Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's left eye. Postoperatively, the pt had induced myopia, astigmatism, and striae secondary to capsular contraction syndrome. The pt's preoperative bcva was 20/30 with mrse of +2.50 - 1.50 x 090. No postoperatively bcva or mrse was provided for comparison. A lens exchange was performed, however, during removal of the iol, the posterior capsule broke and a vitrectomy was performed. The lens was replaced with a sulcus fixated iol and the pt's prognosis is good. The pt's most recent bcva was 20/25 with mrse of -1.00 - 0.25 x 035.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported problem of induced astigmatism & myopia was related to capsular contraction syndrome.